Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had in situ a zss. Patient needed revision surgery as distal femoral component detached from stem; patient has 2 previous revision surgeries due to femoral component loosening with anterolateral perforation of the femur during the second revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item 00585007012 lot 63011634; item 00585002014 lot 63955585; item 00585001296 lot 64535490. Foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00074.

Event description:
Is was reported that the patient underwent a knee revision procedure of the femoral components due to disassociation of the distal femoral component from the stem. Attempt have been made but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, an additional follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.